Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study. During a clinical review on (B)(6) 2016, the patient described some intrusive stimulation into the right hip that caused discomfort. The clinical diagnosis was uncomfortable stimulation and the device diagnosis was not applicable. The patient was reprogrammed on (B)(6) 2016 later, during a clinical review on (B)(6) 2016, the patient stated the discomfort continued. The patient was reprogrammed on (B)(6) 2016 by reducing the pulse width and moving the contacts distally. This improved the sensation and the event resolved without sequelae. The event was related to the device or therapy, not related to the implant procedure, and not due to programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the foreign healthcare professional of the clinical study indicated the event was due to programming. The cause of the intrusive stimulation into the right hip that caused discomfort was overstimulation.